Event description:
The suture pass-or device on trial was used to close a port site by the surgeon. During closure a piece of the cone was scraped off by the suture passer. This was seen via laparoscopy and the piece was retrieved. Nothing was left in the patient. Manufacturer response for closure device, (brand not provided) (per site reporter): unknown.